Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 24-year-old female patient with a medical history including end stage renal disease, who stated the patient was transported to hospital and expired at an unspecified time on (B)(6) 2025. Although requested, additional information was not provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).